Event description:
It was reported that the pt experienced an mrsa infection, developed an abcess in their brain, and had their implantable neurostimulator system removed. Additional info has been requested, but was not available as of the date of this report.